Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient status/outcome was reported as absolutely fine.

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown peek cage. (Other): without a valid part and lot number, the UDI is not available. Device was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4) used to report the additional medication intervention required to remove the inner shaft instrument that remained stuck on the peek cage. As specific part and lot numbers for the complainant cage were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a surgeon encountered difficulties inserting a peek cage during a surgical procedure on (B)(6) 2016. During the procedure, the surgeon successfully placed the trial implant and loaded the peek cage onto the introducer, but then encountered problems when attempting to remove the applicator shaft from the cage. The surgeon attempted to remove the silver applicator knob and the outer shaft in an effort to resolve the problem, but the inner shaft remained stuck in the patient. The use of a burr to detach the shaft was not possible due to poor visibility. After forty-five (45) minutes of effort, the surgeon was required to use excessive force. Once the shaft was removed, it was noted that the prongs on the end of the inner shaft, which grip the cage during insertion, had splayed. One (1) of the prongs had actually snapped off. The cage remained successfully implanted, but the procedure was extended by a full hour due to the intra-operative events. This report is for one (1) unknown peek cage. This report is 4 of 4 for (B)(4).